Event description:
During an eus procedure, the needle was impacted in the channel of the scope at its tip. Unable to be passed out of the scope resulting in blunting of the sharp tip of the needle and subsequent sue of 3 different needles. This event also caused damage to the linear echoendoscope which had to be sent for repair. No harm to patient.